Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. (B)(4).

Event description:
Agent reported that a catheter revision was performed. According to the physician, the patient hadn't been relief since the pump was implanted. During the revision procedure, the physician believed that they saw a kink and replaced the catheter to be sure. The old catheter was disposed of at the facility.